Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report discordant, falsely low vancomycin patient results on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed that the reagent arm 1 mixing and alignment was not optimal. As part of normal service, the cse replaced the sample and reagent arm 1 mixers and completed alignments. Quality control testing following the service actions were within acceptable ranges. Siemens has reviewed the instrument filter-data surrounding the event. Calibration and quality control results were within conformance. Instrument data showed consistency between the discordant, repeats, and other vancomycin patient results generated at the time of the event. Reagent addition indicators, mixing indicators, and water blanking values were consistent. The cause for the discordant vancomycin result is unknown. The customer has not observed further discordant results. The instrument is performing within specifications. No further evaluation of the device is required. MDR 2517506-2019-00365 was also filed for this issue.

Event description:
A discordant, falsely low vancomycin result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported to the physician(s) and questioned. The same sample was retested, resulting higher. The same patient was redrawn two days later, and the initial vancomycin result was discordant, falsely low. The same sample was retested, resulting higher. The higher repeat result(s) were reported to the physician(s) as the corrected result. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant low vancomycin results.